Event description:
While suctioning during a routine ventilator check, the suction catheter disconnected from the thumb control valve side. When withdrawing the ballard closed suction system from the endotracheal tube (ett), the catheter remained in the ett. The respiratory therapist (rt) was able to pull the suction catheter out of the ett and the system was replaced.